Event description:
Customer called to report a leak from the cartridge chemistry reagent syringe of the synchron lx clinical system, model lx20. The leak was contained to the instrument drip tray. A laboratory technician was in the process of completing instrument maintenance, including the replacement of the syringe, prior to customer's observing the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the instrument issue by telephone and assisted customer with troubleshooting the instrument issue. While troubleshooting with the cts, customer found a loose connection at the reagent syringe / 3-way valve junction. The cts instructed customer to secure the connection to address the issue. Customer was then able to clean the fluid and prime the instrument without observing any further leaks. The cts verified proper instrument performance with customer to ensure that the troubleshooting instructions provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak was likely due to user error as the laboratory technician who performed instrument maintenance prior to the leak event failed to properly secure the syringe.

Manufacturer narrative:
(B)(4).